Event description:
Event description guidant received information that during the procedure to implant this lead, the patient experienced cardiac tamponade secondary to a perforation of the right ventricular wall. Pericardiocentesis was performed, the tamponade abated, and there were no further complications. The lead remained implanted and all measurements were within normal limits.